Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found a partial lead was returned. Insulation degradation was found at 4.4 cm from the connector end.